Manufacturer narrative:
Updated fields; b4, g3, g6, h2, h4, h6, h10.

Event description:
N/a.

Event description:
It was reported during training, that the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11. Corrected sections: b5.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Upon initial inspection, the fse discovered the problem right away. The customer's patient circuit/balloon was missing a cap on one of the ports creating a huge leak in the circuit causing the auto fill errors. The fse capped the port but the circuit still failed. The fse used their own circuit and the unit auto filled with no issues. The customer's circuit still has some leak or volume issue so the fse instructed the customer to replace the bad circuit. The fse performed a complete system checkout. The unit passed all system checks and was cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement, and no adverse event was reported.